Event description:
It was reported that the lead exhibited high lead impedance. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.